Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, upon initial inflation, it was noted that the balloon ruptured when pressurized as 6 atm. The device was simply removed without issues. The procedure was completed with a different device. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination of the balloon material identified a pinhole leak just proximal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There were no damages observed to the blade pads, tip profile, and proximal and distal markerbands.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, upon initial inflation, it was noted that the balloon ruptured when pressurized as 6 atm. The device was simply removed without issues. The procedure was completed with a different device. There were no patient complications.